Event description:
It was questioned if a non-sustained short interval episode occurred when lvcm (left ventricular capture management) feature was running. Review of device data confirmed that it did. There was also reported concern that the lvcm test might be pro-arrhythmic and it was questioned if it should be turned off. A manufacturer technical consultant recommended discussing with the physician. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The question was related to lvcm (left ventricular capture management) test operation, but device appeared to be functioning as intended. Analysis of the device revealed normal battery depletion.

Event description:
It was questioned if a non-sustained short interval episode occurred when lvcm (left ventricular capture management) feature was running. Review of device data confirmed that it did. There was also reported concern that the lvcm test might be pro-arrhythmic and it was questioned if it should be turned off. A manufacturer technical consultant recommended discussing with the physician. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The question was related to lvcm (left ventricular capture management) test operation, but device appeared to be functioning as intended.